Event description:
During the initial implant procedure, the helix of the right ventricular (rv) lead retracted on its own after it have been placed at the left bundle branch. The physician successfully reextended the helix of the rv lead and completed the implant procedure. The patient was in stable condition.